Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported by the patient that the purewick urine collection system was hard to set up.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "missing instructions". The device was used for treatment, though it was unknown if the device was related to the reported event and met specifications since a sample was not returned. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: initial set up: 1. Inspect the package for damage. If any damage is noticed, contact customer support at 1-888-201-1586 immediately. 2. Carefully remove all contents from the package, including the packing material and inspect prior to use. If any damage is noticed, contact customer support at 1-888-201-1586 immediately. 3. Place the purewick¿ urine collection system (a) next to the bed or chair where it will be used. It must be close enough for the collector tubing with elbow connector (g) to easily reach the user and should be placed on a stable, even surface. For optimal results, position the purewick¿ urine collection system either on the floor or as close to the floor as your facility¿s protocol will allow. Note: the purewick¿ urine collection system should be stationary while in use. Device is not designed to be used while in transport. Caution: avoid creating a tripping hazard with the collector tubing or power cord. 4. Plug the purewick¿ urine collection system power cord into device outlet (b) and into an a/c power outlet. Note: the device should be positioned for easy access to the a/c inlet and power cord. Note: make sure the power switch is turned off before connecting the power cord. 5. Place the collection canister (c) in the purewick¿ urine collection system base and press down firmly on the lid making sure the lid is sealed. Optional (prior to sealing canister lid): while operating the purewick¿ urine collection system, ammonia odor for up to 1800 ml of urine can be eliminated by adding 2 teaspoons (10 grams) of vitamin c (ascorbic acid) powder into the collection canister before use. At least 99.93% of pure vitamin c (ascorbic acid) is recommended. If using the privacy cover (j), slip privacy cover onto canister (similar to a coffee cup sleeve) prior to placing canister into the base. Attach the pump tubing (d) to the purewick¿ urine collection system connector port (f) and the connector port (e) on the collection canister lid. 6. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Connect the other end of the collector tubing securely to a purewick¿ external catheter (I). Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick¿ urine collection system. 7. Turn on the purewick¿ urine collection system by pressing the on/off switch. The purewick¿ urine collection system is working when the switch lights up green and the device makes a soft humming sound. The system is now ready for use." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Event description:
It was reported by the patient that the purewick urine collection system was hard to set up.